Manufacturer narrative:
The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported a transducer fault (xdcr) alarm, while in patient use on this ventilator device. The customer stated no patient harm or injury was associated with this event.

Manufacturer narrative:
The vyaire failure analysis group received the suspect main printed circuit board (pcb) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the main pcb into a test device and cycle the device on, which duplicated the reported alarm behavior. The event log was reviewed, which found multiple "xdcr" alarm errors. Calibrations were performed on the transducers and found the expiratory differential pressure transducer (pt802) failing the calibration. At this time, the reported event was duplicated and the component root cause is associated with a supplier manufacturing process of part number 68354. This issue has been addressed in CAPA (B)(4).

Manufacturer narrative:
As a resolution, a vyaire field service representative (fsr) went on-site to evaluate the suspected device and found the most likely cause are the transducer. The fsr ordered a replacement main board to complete service visit. Vyaire received the suspected main board but evaluation is not available at this time.